Event description:
It was reported the patient complained that "heart started jumping". Patient also stated this has happened several times since the device was implanted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.